Manufacturer narrative:
Concomitant medical products: 30ml syringe of doxorubicin; 250ml bag of sodium chloride(cyclophosphamide); therapy date unknown. The customer¿s report of a leak at the distal port of the IV tubing set while connected to a syringe was not confirmed. Visual inspection with a microscope revealed damage on the smartsite pistons of the suspect set. Pressure testing observed a slow frequency of air bubbles at the smartsite ports of the suspect set. Visual inspection with a microscope revealed a very small gap at the perimeter of the blue smartsite piston and the inside perimeter of the white female luer adaptor of the smartsite port. For both the proximal and distal smartsites, this gap corresponded with the origin of the air bubble observed during pressure testing. Despite the observed gaps, functional testing proved that the pistons were sealing correctly and functioned without fault for normal clinical use. The root cause of the damage is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the distal port of the IV tubing set while connected to a syringe with doxorubicin. The customer reported no patient harm.